Event description:
On (B)(6) 2012 the lay user/reporter, the patient's caregiver, contacted lifescan to report the one touch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist contacted the patient or the reporter to obtain and verify information; however was unable to reach him by telephone. On (B)(6) 2012, the smss sent a letter requesting the patient contact medical surveillance. The patient claimed that the reported meter was giving inaccurate readings compared to his expected values; the patient provided no specific data. The patient claimed that he stopped taking his insulin due to the allegedly inaccurate readings. The patient reported experienced symptoms, however his specific symptoms were not provided. On (B)(6) 2012 the patient was admitted to the hospital and received treatment with insulin. It would have been helpful to determine the specific readings the patient alleged were inaccurate, his expected values, his insulin regimen, his specific symptoms, his blood glucose level as tested in the hospital and his admitting diagnosis. The meter, test strips and control solution were replaced. There is no information to confirm the allegation of inaccurate readings. However, as the patient allegedly suffered symptoms and was admitted to the hospital after he stopped taking insulin based on his meter readings, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot #: not provided. The 510k#: k053529.